Manufacturer narrative:
A correlation between the device and the patient's right-sided pain could not be conclusively determined. The patient remains ongoing on the left ventricular assist system (lvas) support. No product available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on the evening of (B)(6) 2017, the patient had a sudden onset of left leg spasm that caused the patient to lose their balance, trip over the lvad power cords and fall face first into a bathroom cabinet. The patient then hit the right side of their body on landing. The patient denied loss of consciousness (loc) or a feeling of pre-syncope prior to the fall. The patient was then able to get back into bed; however the next morning experienced severe right sided body pains of the neck, shoulder, hand, hip and knee, in addition to a right sided headache and presented to the emergency room. Upon arrival, trauma workup was negative for acute fracture or neurological injury and was admitted for further observation. Chronic neck and shoulder pain possibly secondary to cervical myelopathy was suspected. It was reported that the muscle spasms have been occurring on the left side of their body for several months. The patient was admitted for overnight observation status post fall. Due to tenderness at c5, the patient was unable to be given cervical collar clearance by neurosurgery and will need to have repeat x-rays of the cervical spine in 6 weeks with follow up with neurosurgery. The patient remained neurologically stable overnight and was cleared for discharge the following day. No additional information was provided.